Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 8mm large hem-o-lok clip applier instrument associated with the customer-reported complaint. The instrument was analyzed and found the primary failure of a broken grip cable at the grip hub for axis 7 at the proximal end to be related to the customer reported complaint. The cable was fully broken however there was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. Additional observation not reported by site found that the instrument had severe corrosion of the clamping pulleys on inputs #5 (pitch)/ 6 (grip), & 7 (grip) located in the instrument's backend. The pulley surfaces exhibited an orange discoloration that was resistant to removal by wiping. The instrument was found to have cracked clamping pulley of input 6 (grip). The crack resulted in loss of tension of the correlating grip cable. The instrument was found to have corrosion/contamination on the bearings. The pitch/grip/roll input disk bearings have oxidation, characterized by orange discoloration. Corrosion developed along multiple components on the bearings.

Event description:
It was reported that the 8mm large hem-o-lok clip applier instrument had a broken wire.